Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that two months before moving, 2 months in a row, their pump stalled and restarted. The patient said this made them concerned about the pump, and the patient stated that they would like the pump checked because they were concerned it might not be working. The patient mentioned their pump needed to be refilled in february and their pump was soon due to be replaced due to normal battery depletion. The agent reviewed physician listing considerations.

Event description:
Information was received from a patient receiving unknown baclofen, hydromorphone, and bupivacaine via an implantable pump. The indications for use was intractable spasticity. It was reported that the patient reported they moved from ohio to georgia and would like a healthcare provider (hcp) listing. The patient stated their ohio hcp sent referrals to an hcp in georgia, but they haven't heard from those healthcare providers. The patient reported between (B)(6) 2024 they had their pump checked two times in ohio and the pump had stalled and restarted on its own for no reason. The patient stated they were having an increase in pain and they need to find an hcp for the pump. Patient provided new address. Troubleshooting was not required. The issue was not resolved through troubleshooting. The manufacturer's patient services specialist (pss) emailed an hcp listing to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.